Event description:
It was reported that the pivot pin came out of the mounting bracket resulting in the calf support falling off the bed. There was no patient involvement or injury reported.

Manufacturer narrative:
As per the hospital's description of the event; "there was no incident regarding the pivot pin falling out. The maintenance was called to an empty room and found the pivot pin on the floor." The information from the facility indicates the roll was not seated properly which allowed the pivot pin to fall out. This issue appears to be related to a previous class iii recall. The hill-rom database indicates modification relating to recall was performed on this unit on 03/05/2003. The bed was repaired by the facility and there was no root cause analysis performed by hill-rom. No parts were returned for analysis. Hill-rom routinely monitors and tracks issues/complaints through the master complaint system. This compliant is trended towards the issue relating to recall, however root cause was not determined.